Event description:
It was reported that the biomed stated that the nurse wrote the arctic sun device was not working properly, alerts showed 45,14, 2, 7. Per review of wo notes, troubleshot and couldn't reproduce any errors.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the nurse wrote the arctic sun device was not working properly, alerts showed 45, 14, 2, 7. Per review of wo notes, troubleshot and couldn't reproduce any errors.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue could not be reproduced. Per additional information received, troubleshot and could not reproduce any errors. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.